Event description:
It was reported that a patient underwent a sling procedure for stress urinary incontinence on (B)(6) 2023 and mesh was implanted. On (B)(6) 2023, moderate worsening incontinence/sore perineal incision hematoma was noted. Lotrisone cream was ordered to treat sore perineal incision. The event was reported as having an unlikely relationship with the study device, but a causal relationship with the study procedure. As of (B)(6) 2023, the issue has been recovered/resolved without sequelae. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure. Female, 164lbs, bmi 24.33. Name of index surgical procedure? Sling operation for stress incontinence. The diagnosis and indication for the index surgical procedure? Stress urinary incontinence. Were any concomitant procedures performed? Posterior colporrhaphy repair rectocele w/wo perineorrhaphy cystourethroscopy. Other relevant patient history/concomitant medications? Widened genital hiatus and rectocele grade 2. What type of incontinence is the patient experiencing (urge or stress incontinence)? Stress, urge. Please describe any medical intervention required to treat the incontinence including medication name and results. None. Please describe any medical intervention required to treat the hematoma including medication name and results. Lotrisone cream ordered to treat sore perineal incision. What is the physician¿s opinion as to the etiology of or contributing factors to this event? On (B)(6) 2023 ¿ 3 weeks post-op: appears to be urge incontinence. Depressed because she is not able to exercise. What is the patient's current status? On (B)(6) 2023 ¿ 6 weeks post-op: last urge incontinence episode 2 weeks ago; negative cough stress test. Perineum, mild induration. Follow-up in 3 months. Product code and lot number? Model number: 810041b; lot number: 3942851. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.